Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient went into the physician's office numerous times over the last year complaining about a lack of improvement in incontinence with an artificial urinary sphincter (aus). The physician scoped the patient and cycled the device and determined that the cuff was not coaptating the urethra. The physician suspected several possible causes including atrophy causing the cuff to be too big, recurrence of a previous stricture or scarring around the urethra near the cuff, preventing the device from coaptating the urethra. A surgical procedure was performed in which it was noticed that the cuff was working properly but was not placed on the urethra. It was clarified that the patient symptoms were due to the device being mispositioned during the original implant. The existing cuff was removed and the physician started dissection around the urethra to place a new one. During the dissection the physician perforated the urethra. The existing pump and balloon remained implanted with their tubing plugged and a catheter was placed to allow the perforation to heal. The patient will be reexamined and a decision will be made about another surgery to place a new cuff and connect or to replace the existing components. The patient fully recovered following the procedure.

Manufacturer narrative:
G5, h2, h6, h10 updated model number/catalog number 72404127 serial number null batch/lot number 1000230724 model/catalog description control pump fgs iz model number/catalog number 72400024 serial number null batch/lot number 1000245932 model/catalog description balloon fgs 61-70 cm no code available on grid refers to the subsequent surgical procedure. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient went into the physician's office numerous times over the last year complaining about a lack of improvement in incontinence with an artificial urinary sphincter (aus). The physician scoped the patient and cycled the device and determined that the cuff was not coaptating the urethra. The physician suspected several possible causes including atrophy causing the cuff to be too big, recurrence of a previous stricture or scarring around the urethra near the cuff, preventing the device from coaptating the urethra. A surgical procedure was performed in which it was noticed that the cuff was working properly but was not placed on the urethra. It was clarified that the patient symptoms were due to the device being mispositioned during the original implant. The existing cuff was removed and the physician started dissection around the urethra to place a new one. During the dissection the physician perforated the urethra. The existing pump and balloon remained implanted with their tubing plugged and a catheter was placed to allow the perforation to heal. A month later the patient underwent a replacement procedure in which the existing device was removed and a new aus was implanted. The balloon was placed on the right side and filled with 23cc nacl.